Event description:
I had an injury and reaction after having my first mammogram on (B)(6), 2012. Had severe itching and gland rupture in left breast. Saw on the news where 3d is more of a risk due to the magnitude and increase in radiation. Now having burning in breast and anxiety about the radiation I rec'd. Mammogram done a uc davis. Hologic broke the law because they did not acknowledge that someone else was harmed by this machine. I have a court case and they were suppose to tell us within 30 days which they did not do.